Event description:
Additional information was received. Angiography images from the implant were reviewed. The main device was brought up the right side, deployed just below the renals, and placed distally into the right common iliac. The contra limb was advanced into the gate with appropriate overlap, and then placed into the left common iliac. The suprarenal stents appeared to deploy properly with no visible entanglement. The proximal stent of the bifurcate appeared to be severely compressed within the proximal neck just below the renals. The stent graft od was approximately 13mm. The 2nd and 3rd stent rings were seen expanded out to approximately 26mm within the dilated proximal neck, and the diameter of the stent graft near the flow divider at the top of the aneurysm sac measured 22mm. Final angiogram showed contrast visible within the top of the sac, coming from both sides of the stent graft near the level of the flow divider. The endoleak type could not be confirmed, but appeared more likely to be a type IV endoleak. After relining the ipsilateral limb from just above the flow divider to just short of the ipsilateral distal end, the endoleak was slightly diminished on the ipsi/right side, but essentially the same level on the left side. At the final angiogram image, the endoleak again appeared to be a type IV, but cannot rule out this as a proximal type I endoleak as evidenced by the severe stent graft oversizing (and possible stent graft infolding) within the short proximal neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. The diameters of the proximal neck were 19, 22, 25, 27 mm. The proximal neck length was 15.5 mm. The diameter of the terminal aorta was 18.5 mm. The diameters of the femoral arteries were 7 - 7.8 mm. It was noted that there was moderate calcification and no tortuosity. It was reported that angiography revealed what appeared to be a type iii fabric tear endoleak from the ipsilateral limb at the level of the flow divider. The physician relined the ipsilateral limb with a 16x13x80 endurant limb, and the leak was reduced but not fully resolved. The patient is being monitored. The physician reported no calcification in the area of the endoleak. The physician ballooned only the proximal part, contralateral limb, and the distal part of the stent graft. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant revealed that the proximal neck was conical shaped and ranged in diameter from 18 - 24mm. Right below the renals, the neck was irregular-shaped and angulated. The aaa maximum diameter was 6cm, and contained significant thrombus. The distal aorta narrowed to 17mm and was calcified. Both iliacs were non-tortuous, but calcified. The drawing from the returned procedural worksheet showed an endoleak (labeled as a type 3 graft tear) coming from both sides of the stent graft near the top of the aneurysm sac. Images during implant and post-implant were not available for review; therefore an assessment of the endoleak could not be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, conclusions: failure to follow IFU (severe oversizing within the short proximal neck).